Event description:
It was reported to boston scientific corporation that a navigator ureteral catheter was used during a ureteroscopy procedure on (B)(6) 2012. The condition of the patient following the procedure was reported to be fine. According to the complainant, during the procedure, the plastic coating peeled away from the sheath outside of the patient. The physician completed the procedure with another of the same device with no issues and no patient complications.

Event description:
It was reported to boston scientific corporation that a navigator ureteral catheter was used during a ureteroscopy procedure on (B)(6) 2012. The condition of the patient following the procedure was reported to be fine. According to the complainant, during the procedure, the plastic coating peeled away from the sheath outside of the patient. The physician completed the procedure with another of the same device with no issues and no patient complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual analysis of the returned product confirmed that coating on the sheath was peeling. The investigation performed by teleflex medical confirmed the customer complaint that the coating was peeling off the sheath. However, based on the investigation, it did not appear to have been in this condition when it was shipped. There is no process performed by teleflex that would cause this non-conformance and the cause is inconclusive. The root cause is undeterminable.